Manufacturer narrative:
The mayfield 2000 skull clamp (a2000) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The lock still moves after the unit is locked down, the hex bushing was worn and the lock required replacement of worn internal components. All worn internal components replaced with new parts, general maintenance and cleaning also performed. Root cause - complaint confirmed via inspection of the unit. The lock still moves after the unit is locked down, the hex bushing was worn and the lock required replacement of worn internal components. Probable root cause is routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield 2000 skull clamp (a2000) has too much play/give when tightened down on fixation pins and when applied to the patient's skull. The device seemed to move or be loose when it should be tight. No patient injury or surgical delay has been reported.